Manufacturer narrative:
Additional narrative: (B)(4) the date of manufacture was documented as unknown in the initial report. It has been updated as (B)(6)2015. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device hose had a hole/cut. The device also failed pretest for loctite and cable assessments, motor thermistor assessment and safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before use on patient, it was discovered that the motor device handle was hot and the tube was damaged. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.